Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. Blood glucose was elevated; however, the exact value was not provided. Reportedly, customer purchased an alternate pump for insulin therapy.